Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm model #: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator (ipg) model #: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were fever and pain. The physician believed infection was not device related. The patient underwent a scs explant procedure and was prescribed also with antibiotics.